Event description:
The patient was bilaterally implanted with siltex low bleed gel-filled mammary prosthesis on 09/27/1996. Subsequently, the patient experienced bilateral capsular contracture and delayed wound healing of the left breast. The left device was removed on 04/06/1998.